Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after insertion of the tube an alarm appeared in the middle of the pump's operation, alarming helium leakage and inability to counterpulse, the balloon was withdrawn and found to be leaking from the anterior end of the balloon". Additional information states that to continue therapy, the catheter was removed and replaced the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was not-ed connected to the iabc luer. The bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 5.2cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway; however, some condensation/dried media was noted within the short driveline tubing. The device was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 9.9cm to 11.4cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 10.7cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.3cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The dam-aged bladder can cause the helium loss alarm and allow blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after insertion of the tube an alarm appeared in the middle of the pump's operation, alarming helium leakage and inability to counterpulse, the balloon was withdrawn and found to be leaking from the anterior end of the balloon". Additional information states that to continue therapy, the catheter was removed and replaced the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".